Manufacturer narrative:
(B) (4). Setscrew not working properly at implant.the analysis on this device is pending.

Event description:
The setscrew on this pacemaker would not lock down during the implantation procedure. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
(B)(4). Setscrew not working properly at implant.the analysis on this device is pending. (B)(4)

Event description:
The setscrew on this pacemaker would not lock down during the implantation procedure. Therefore, the pacemaker was not implanted.